Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error 2240 that occurred on the homechoice (hc) unit during dwell 5 of 5. The technical service representative (tsr) explained the alarm indicates air entered the set up. The hp said that more moisture than normal was under the supply bag. The tsr advised the hp to cycle the power to clear the alarm. The tsr further advised the hp to inform the registered nurse (rn) about the incident. The hp stated the rn was already aware. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement; there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). Baxter contacted the patient regarding the system error 2240 alarm. The patient stated that she was ok and was able to continue therapy. The patient stated the alarm did clear and following instructions, all supplies were discarded. No sample was available. The reported problem was not confirmed due to a lack of sample. The cause was undetermined. A batch review was not performed because the lot number was unknown. Baxter conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).